Manufacturer narrative:
Event not reported on any specific serial numbers. For the reported event, ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 25 july 2019. The gehc internal field modification number is fmi 34101. Customers were sent a letter explaining the issue and were informed that if they choose to connect ge healthcare anesthesia device serial ports to tcp/ip networks, they should ensure that sufficiently secured terminal servers are used. Secure terminal servers provide robust security features that will prevent this issue.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1006-9310-000 anesthesia gas machine was reported for the communication protocol allowing the performance of remote intrusive actions with no authentication. This report was received from a third party cybersecurity expert. The reported event did not involve a patient.